Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient reported that the dexcom cgm readings decreased from 60 mg/dl to 50 mg/dl and eventually displayed a critical low alert. In response, the patient consumed five glucose tablets; however, the cgm readings did not improve. The patient reported no symptoms during the event but became concerned due to the persistent low readings displayed by the cgm. Emergency services were contacted, and upon arrival, paramedics performed a fingerstick bg, which measured 304 mg/dl. Based on the fingerstick result, paramedics recommended transport to the hospital. At approximately 3:30 pm, the patient was transported to the hospital by ambulance, where she received intravenous fluids and additional medications; however, the patient declined to provide further details regarding the treatment administered. The patient remained in the hospital for approximately 3¿4 hours and was subsequently discharged. The patient declined to provide additional information regarding the event. It was noted that the patient was connected to an omnipod 5 insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.